Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 516 mg/dl. Elevated blood glucose was addressed with a manual dose injection. To resolve the occlusion, the customer changed the infusion set and cartridge and resumed insulin therapy.